Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. See h.10.

Event description:
It was reported that a pack 29g 12.7mm 3 unit puregon had foreign matter before use. The following was reported by the initial reporter: "during incoming inspection of the batch 9183075, p.o. 4501366827, pen ndl 29ga shield bulk, a deviation was found. 200 samples were inspected, for one sample a deviation was found. For one sample, there was a contamination."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pack 29g 12.7mm 3 unit puregon had foreign matter before use. The following was reported by the initial reporter: "during incoming inspection of the batch 9183075, p.o. 4501366827, pen ndl 29ga shield bulk, a deviation was found. 200 samples were inspected, for one sample a deviation was found. For one sample, there was a contamination."